Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures or and other testing performed? Results? Please describe any surgical and medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a procedure for a hand tendon rupture on (B)(6) 2021 and suture was used. On (B)(6) 2021, during re-examination, the patient suffered from erythema and inflammation and was immediately treated with iodophor wet compress and intravenous infusion. On (B)(6) 2021, all the symptoms disappeared. Additional information has been requested.